Manufacturer narrative:
Product evaluation: the lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the distal area (not returned). Product history records were reviewed and the documentation indicated the product met release criteria. The reported optic damage was not observed. The haptic was broken which may have been the damage intended to be reported. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, following implantation of the iol, it was noted that the iol was torn. The iol was exchanged during the initial procedure with no harm to the patient.